Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post accelerated stress test (ast) was performed on the cycler and passed without failure. The cycler underwent and passed a system air leak test, and valve actuation test. The mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. Found fluid in hp2 filter. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment the previous night. The pdrn reported receiving draining slowly warnings. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that the reported fluid leak event. The pdrn stated that the patient received multiple draining slowly warnings throughout treatment and treatment was cancelled. After treatment was cancelled, the patient opened up the cassette door and found fluid in the door. The cause of the leak was unknown, and the pdrn stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment the previous night. The pdrn reported receiving draining slowly warnings. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that the reported fluid leak event. The pdrn stated that the patient received multiple draining slowly warnings throughout treatment and treatment was cancelled. After treatment was cancelled, the patient opened up the cassette door and found fluid in the door. The cause of the leak was unknown, and the pdrn stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.